Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had no issues. A field service engineer confirmed that the device was working as expected. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a tower door failure, unable to open. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.